Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A single segment of the lead was returned severed approximately 40 cm from the electrode tip; the helix was retracted. Testing was completed to assess lead electrical performance and inner insulation integrity of the returned segment. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. Laboratory testing confirmed the reported induced damage but was unable to reproduce the other reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. It was noted that the patient had undergone aortic and mitral valve replacement and lead could not be positioned in the ra appendage due to its use with an extracorporeal membrane oxygenation (ECMO) machine. As such, the physician encountered difficulty locating a suitable site for implant. Upon the initial attempt, the lead was affixed to the tissue successfully but exhibited poor threshold measurements. The lead was repositioned but the helix could no longer be extended even after approximately 50 rotations. The lead was extracted and the physician successfully placed a passive fixation lead. It was noted during the replacement the sheath had already been peeled away so the physician elected to cut the lead to allow a new sheath to be inserted over it. No adverse patient effects were reported.